Manufacturer narrative:
H.6 investigation summary : a total of ten 1ml s/t syringes were received. Seven of them were loose without any packaging, two were in opened packaged from batch #9344063 (p/n 305664), one was in an opened package from batch #8308851 (p/n 309626). The syringes were also accompanied by loose shielded needles, some of which were falling out of the shipping box prior to opening. The samples were visually evaluated. All syringes were observed to have a jammed stopper condition. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batches 9344063 and 8308851 are considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that syringe vet 1ml s/t w/ndl 25x5/8 rb stoppers were separated from the plunger. This occurred on 10 occasions before use. The following information was provided by the initial reporter: material no.: 305664 batch no.: 9344063. It was reported that the rubber tips are not on the ends of at least 10 syringes that they checked. They are on the side.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe vet 1ml s/t w/ndl 25x5/8 rb stoppers were separated from the plunger. This occurred on 10 occasions before use. The following information was provided by the initial reporter: material no.: 305664 batch no.: 9344063 it was reported that the rubber tips are not on the ends of at least 10 syringes that they checked. They are on the side.